Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3, h6, and h10. Complaint conclusion: as reported, a 6f .070 judkins right 4 vista brite tip catheter could not cross the blood vessel and was cut off during a percutaneous coronary intervention (pci) procedure. There was no reported patient injury. One non-sterile 6f .070 judkins right 4 vista brite tip guiding catheter was received for analysis. The unit was visually inspected, and no separation was observed. The unit was found kinked at 27.0 cm, 35.0 cm, 41.0 cm, 72.7 cm, and 78.5 cm from the ID band. Inner diameter (ID) and outer diameter (od) measurements were taken near the damages and were found within specification. A product history record (phr) review of lot 18076562 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The event by the customer as ¿catheter (body/shaft)- tracking difficulty¿ was not confirmed due to the nature of the complaint as these conditions cannot be properly duplicated in a laboratory environment. The complaint reported as ¿catheter (body/shaft)- separated - in-patient¿ was not confirmed since no separation was observed on the received unit. However, multiple kinked body shaft conditions were observed on the unit. Shipping/handling factors are a possible cause of these observed damages. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿inspect the guiding catheter before use to verify that its size, shape, and condition are suitable for the specific procedure. If strong resistance is met during manipulation, discontinue the procedure, and determine the cause of the resistance before proceeding. If the cause of the resistance cannot be determined, withdraw the catheter.¿ based on the information available and the phr review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, a 6f .070 judkins right 4 vista brite tip catheter could not cross the blood vessel and was cut off during a percutaneous coronary intervention (pci) procedure. There was no reported patient injury. The device will be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 18076562 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.